Event description:
Additional information was received that the valve was recaptured because the valve required repositioning. A procedural delay occurred due to the need to load a new valve.

Manufacturer narrative:
Image review: the patient executive summary was not available for review; therefore, a comprehensive anatomical assessment could not be completed. One intraprocedural fluoroscopic media file was submitted for evaluation in relation to the reported event. Fluoroscopic valve load inspection was not provided; therefore, validation of an appropriate valve load could not be performed. The available imaging demonstrates a partially deployed valve with evidence of frame infolding. It was reported that the infold was observed after one recapture and during a subsequent deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. As stated in instructions for use (IFU): an observation of any inward fold or crease in the valve, extending from the inflow, identified as a dark line under fluoroscopy inspection, may indicate an infold. If identified and if the patient¿s condition allows, do not proceed and do not release the valve. Recapture, remove and do not use the entire system. The valve, catheter, loading system, loading tray, and saline all must be replaced with new sterile components. It was reported that a new valve was used to complete the procedure. Images documenting the implantation of the new valve were not available for review. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-34; product lot number: 0013387388; product type: 0195-heart valves; implant date: not-implantable; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic bioprosthetic valve, upon the first deployment attempt, recapture was required due to an unspecified reason. On the second deployment attempt, an infold was observed in the valve frame. The valve was recaptured and withdrawn, and a new valve was used for implant. No patient complications were reported as a result of this event.